Event description:
It was reported the customer neglected to change her sensor on the sixth hour. Customer also reported having high blood glucose. The customer's blood glucose was 417 mg/dl. She stated she had delivered a bolus for her blood glucose. Troubleshooting for high blood glucose found the customer did not have any symptoms of high blood glucose. The customer's drive support cap also appeared to be normal. It was also found the customer's bolus history was correct. Insulin was also able to exit during a manual prime. Customer was advised to change out the entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.